Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer (fse) and the customer¿s complaint was confirmed. Fse ordered the appropriate parts for this code. Fse replaced all parts and ran performance verification on unit. Unit passed all tests and is returned to clinical use.